Manufacturer narrative:
Concomitant medical products: the therapy date(s) for the following device(s) are unknown: model: 3186, scs leads(x2). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) ipg exhibited low battery longevity. The patient continues to receive effective stimulation from the system. The next course of action is yet to be determined.

Event description:
Follow-up identified the plan was to monitor the battery life displayed on the ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(4) 2017.